Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle separated from the hub when removing the cap. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that when the orange cap was removed, the needle with the cap was separated from the barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that there is hub separation. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle separated from the hub when removing the cap. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that when the orange cap was removed, the needle with the cap was separated from the barrel."